Event description:
It was reported that when the catheter was attempted to be secured with statlock, the connection part was disconnected. There was no reported patient involvement.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refv1999 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached retainer is confirmed and was determined to be manufacturing related. One statlock device with a foam pad and fixed posts was returned for evaluation. An initial visual observation showed a small amount of use residue on the returned sample. The retainer of the statlock device was observed to be completely detached from the pad. No damage was observed on the foam pad, and the indentations in the foam pad from the retainer were observed to be misaligned and slightly rotated. No pieces of the foam pad were observed to be adhered to the retainer. A microscopic observation revealed little to no adhesive on the underside of the detached retainer. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event.

Event description:
It was reported that when the catheter was attempted to be secured with statlock, the connection part was disconnected. There was no reported patient involvement.